Event description:
The customer used the device to check their glucose and obtained a result of hi. They took 15 units of insulin and passed out. Roommate found customer and called 911. Emts tested their glucose and the level was 26 mg/dl. They gave customer some kind of sugar tablet and took them to the hospital and was later given food. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.